Event description:
The carotid stenting procedure was completed without any anomalies, but the patient developed hemiplegia a few hours after the procedure. The hemiplegia completely disappeared soon after the onset of the symptoms, and there are no remaining symptoms. There is no information available regarding the patient's age and gender, or target lesion characteristics. The target lesion was carotid artery (side unknown). It is unknown if the hemiplegia was medically treated or if the symptoms resolved on their own. There was normal blood flow in the cerebral arteries after the stent was placed. The patient was neurologically intact when taken from the angio suite. It is unknown if there was thrombus present at the delivery site. After the event occurred, the physician commented that during the procedure, some thrombus could have flowed distal in the vessel.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2008-00155 and 9616099-2008-01399.